Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced no audio output and an adverse event. The patient stated on (B)(6) 2018, his blood glucose dropped at around 1:00am and he did not hear an alert from the continuous glucose monitor (cgm). He indicated that his mother saw that his sugar was low and called the paramedics and was transported to the hospital. Treatment at the hospital is unknown. On (B)(6) 2018, the patient stated the same incident occurred. The patient stated he was asleep and his mother was on her way to the bathroom when she heard him making noises and noticed that the cgm was displaying low glucose values and called the paramedics. The patient indicated that they did not hear an alert again from the receiver for the low. The paramedics transported the patient to the hospital where they were given food and was released. At the time of contact, the patient was doing fine. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.